Event description:
The customer reported that the system intermittently would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, backplane, single board computer, interconnect cable, and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.